Event description:
It was reported that during implant, the helix would not fully extend. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix/lobe distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.